Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database revealed no indication of a lot specific product quality issue. As there was no damage noted to the device during the inspection prior to use, it is possible that during stent deployment, interaction with the heavily calcified, heavily torturous anatomy contributed to the reported stretched/elongated stent, ultimately resulting in the reported activation/deployment failure; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under a separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous superficial femoral artery and popliteal artery lesion. The 5.5x150 mm supera self-expanding stent (ses) was advanced to the target lesion and fully deployed. However, during removal of the ses, elongation occurred and the stent was removed. This also occurred with the second 5.5x150 mm supera ses and the third 5.5x120 mm supera ses. A fourth 5.5x150 mm supera ses and a non-abbott stent were used to complete the procedure. There were no adverse patient effects and there was clinically significant delay in the procedure. No additional information was provided.